Event description:
The patient reportedly experienced an infection, which was not related to the cochlear implant. The patient was treated with IV antibiotics, however, this did not resolve the issue. The patient's device was explanted. The patient will be reimplanted at a later date. The patient is reportedly doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This devic was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts were made to obtain additional information regarding infection; however, it was not successful. The infection has been resolved and the patient is scheduled to be reimplanted. This is the final report.